Event description:
A customer reported receiving an err4 message on test strip insertion and a battery and booklet icons were present on their freestyle flash meter. The meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.